Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state that the endoscope must remain as straight as possible when inserting or withdrawing the device. The instructions for use instruct the user that with the clip closed and without holding handle spool, advance the device in small increments into the accessory channel of gastroscope. Caution: holding the handle spool during advancement may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Investigation conclusion: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct endoscopic hemoclip. When the clip was extending from the endoscope on the intended tissue, the clip could not deploy because it would not close. One of the clip wings [arms] was longer than the other and only one of the clip arms closed. The clip deployed in the open position in the patient's stomach.